Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broken item is a s-rom* adaptor hudson to zimmer. Reference: (B)(4) lot: s02026672. The item broke intraoperatively, surgeon hugh apthorp on the (B)(4). I was only made aware on the 14th of february. Hospital is the (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.